Event description:
On (B)(6) 2010 at outlying facility for stemi, a promus rx 3.0x18 deployed in proximal lad. Discharged on asa and plavix. On (B)(6) 2010 pt electively admitted to our facility for cath/possible pci for recurrent ischemic symptoms. Films reveal the proximal lad is 100% occluded at site of previously placed stent with thrombus. Thrombectomy performed, 2.0x15 and 3.0x20 apex used to pre-dilate. A 3.5x23 xience v deployed with good angiographic result. Discharged on asa and prasugrel.